Event description:
It was reported that the tubing sets separated at the engagement of the pump segment to the lower fitment. One tubing set came apart on removal from the packaging, and the other two tubing sets separated while priming with saline. This occurred at inpatient oncology. There was no patient involvement.

Manufacturer narrative:
The customer's report that the tubing sets separated was confirmed, however not at the area of the engagement of the pump segment to the lower fitment as reported. Instead, the set samples were received separated at the engagement of the lower fitment and pvc tubing components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. The set was received separated at the engagement of the lower fitment and pvc tubing components. Visual inspection under magnification of the separated tubing ends observed insufficient solvent traces. Dimensional analysis of the separated tubing's outer diameter observed it was within specification. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The device history record for model 2420-0007 could not be conducted due to no lot number being provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing sets separated at the engagement of the pump segment to the lower fitment. One tubing set came apart on removal from the packaging, and the other two tubing sets separated while priming with saline. This occurred at inpatient oncology. There was no patient involvement.